Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A patient was undergoing treatment of the below knee region via ipselateral, antegrade approach from the calcified groin. After the groin was punctured with a needle contained in the micropuncture transitionless stiffened cannula access set, advancement of the component sheath into the patient's anatomy was attempted. However, the tip of the sheath turned upward like a trumpet during making insertion impossible. Subsequently, it was replaced with a second micropuncture transitionless stiffened cannula access set (lot number unknown). This alternative sheath was successfully inserted into the patient's anatomy but, soon after its tip entered the artery, the sheath bent. During removal of this device, it's tip became separated from the rest of the device. The separated tip was able to be completely removed from the patient's anatomy. No adverse effects were reported. A third micropuncture transitionless stiffened cannula access set was used to successfully complete the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the outer sheath had separated into two segments. The proximal segment started to elongate at 6.3cm from the hub to the point of separation at 7.2cm. The wire was able to pass through the hub of the proximal segment. The tip of the distal segment was slightly out of round and the devices outer diameter was within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. However, a review of the subassembly lot ic8621232 was reviewed and six nonconformances were noted. Those nonconformances were for: inadequate tip, length incorrect, quantity incorrect, and surface defects. While these are related to the reported failure mode, all affected devices were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be traced to the device but may instead lie with the patient¿s condition as calcification was noted. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.